Event description:
It was reported that the patient reported an infection event on (B)(6) 2018 and antibiotics were administered. By (B)(6) 2019, there was a hole around the device site, and the patient had a complete system extraction on (B)(6) 2019. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).